Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report. Retained by hospital.

Event description:
As reported: "patient's right clavicle plate part number 628028, lot f15574 broke following a non union. Only paperwork facility had on the initial surgery was that it was implanted in 2015." "The plate breakage was noticed via x-ray and the revision implant was a superior variax clavicle plate."

Manufacturer narrative:
The reported event could be confirmed. A device inspection was not possible since the affected device was not returned, but an image (post breakage) was shared which confirms the alleged breakage of the plate. The plate was found to be broken from a round hole. Slight deformation could be observed around the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Although a device image was shared for evaluation, the complete device must be available for evaluation to determine the exact root cause of the failure. However, based on past complaints history and the fact that the plate broke after 5 years, the most probable root cause of the failure of the plate would be non-union of the fracture, causing additional load on the plate which is patient related. If the device or any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient's right clavicle plate part number 628028 lot f15574 broke following a non union. Only paperwork facility had on the initial surgery was that it was implanted in 2015." "[...] The plate breakage was noticed via x-ray and the revision implant was a superior variax clavicle plate."